Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures wer taken. Receiver charge and boot tests were performed and failed due to usb connector damage. Functional tests were not performed due to usb connector damage. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded for review due to usb connector damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.